Manufacturer narrative:
(B)(4) 2013, additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's heart rate decreases when the stimulation was on and when the stimulator was turned off the heart rate slowly goes up. The physician determined it was caused by the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the event was not device related. According to the physician, there was no reason that the device was causing the abnormalities in the patient's heart rate. The patient will not undergo an explant procedure, and the physician also advised that the device will be used per the patient's own discretion.

Event description:
A report was received that the patient's heart rate decreases when the stimulation was on and when the stimulator was turned off the heart rate slowly goes up. The physician determined it was caused by the stimulator. The patient will undergo an explant procedure.